Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open thyroidectomy, during vessel/tissue ligation, there were issues experienced with the loading o r firing of the clips on two handles. There was no clip in the jaws during firing. Another device was used to complete the case. There was no patient injury.